Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like orsimilar to a product marketed in the united states.

Event description:
Customer reportedly received the following results on an performa meter, compared to a professional meter (performa), within 10 minutes: 9.7 - 9.8 mmol/l (performa) and 3.2 mmol/l (doctor's meter). No death or serious injury reported. Requested return of suspect device for evaluation and replacement was sent.